Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device delivered 3 shocks of unintended energy. The complainant indicated that it was unknown at the time of the event that the patient had an internal defibrillator. It is not clear which device delivered the 3 shocks to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.